Event description:
It was reported that the left proximal circumflex was stented and jailed the first om with the stent. The guide wire was advanced to the om through the stent and the tip was observed to have prolapsed. At this time and attempt was made to remove the guide wire but this was unsuccessful, because the tip of the guide wire was caught in the stent the pull push technique was attempted. This is a technique using a balloon catheter by advancing it over the guide wire to try to straighten the guide wire to dislodge it from the stent strut; however, this attempt was also unsuccessful. The tip of the guide wire unraveled and separated during the attempts to remove it. The next day, the cine pictures were reviewed and revealed that the guide wire was stuck in the stent strut. It was unraveled and extended through the cx and terminated at the left aorta. In sept. 2004, the pt was brought back into the cath lab to attempt to snare the separated guide wire. A portion of the guide wire was removed; however, there was still a portion left behind caught on the stent. The pt was schedule for surgery and the guide wire and the stent it was caught on were both removed and bypass surgery was performed. The surgery was lengthy and the pt was in stable condition after the surgery. However, the pt developed complications and died in sept. 2004.